Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an issue with the time and date of the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: there was no evidence discovered in the pump's black box that the pump's time and date defaulted as no pump reboot events were observed. The time and date resetting to default was duplicated during investigation. The bt1 component was found to be leaking and unable to hold a charge. Moisture was observed in the battery compartment. The pump failed a leak test due to a battery compartment crack. Moisture found on force sensor pins and on force sensor plate. The cartridge compartment was also cracked. The display screen was dim and discolored. The battery cap threads were stripped and were unable to secure.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.